Event description:
It was reported that the customer experienced a malfunction alarm. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reoccurs.